Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanic ally kinked/bent. The delivery system stability member was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the inner shaft of the delivery system. The analyst noted a partial delivery system was returned without the device. The tether was cut. The tether is knotted at the distal end of the delivery system. The stability member is kink/buckled at the proximal end of the stability member. Articulation test could not be performed as only a partial delivery system was returned. Deployment test could not be performed as only a partial delivery system was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the tether became tangled after it was cut meaning the leadless implantable pulse generator (ipg) could not be fully deployed. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.